Event description:
Pt admitted for excision of two sebaceous cysts on back. Tip of needle was left in pt's wound after it broke off. After surgeon explained risks/benefits of options to re-explore wound or to leave needle tip in place, pt opted to let the needle tip stay in place & refused surgery again. Pt was discharged the next day in good condition. He will be followed by his surgeon in clinic.